Event description:
Upon removing #5 4-in-1 cutting block. Noticed that a fixation peg became dislodged from block. Was removed with a set of pliers.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Upon removing #5 4-in-1 cutting block. Noticed that a fixation peg became dislodged from block. Was removed with a set of pliers.

Manufacturer narrative:
An event regarding a fixation peg disassociating from a size #5 4-in-1 cutting block captured assy. Tria. Exp. Instr. Was reported. The event was not confirmed. A device history review indicated that all devices were manufactured and accepted into final stock with no reported discrepancies. A complaint history review indicated that there have been similar events for the reported lot. The investigation concluded that the reported fixation peg disassociating from the triathlon 4:1 express cutting block was likely caused by a manufacturing nonconformance. Inspection of the reported device would be required for confirmation. It was concluded from the scope of CAPA that the supplier had not performed the required press fit operation between the peg and block and had reamed the cutting block hole oversized which led to the pin coming out of the assembly. Nonconformance pr was raised for this and several other concurrent investigations which confirmed the oversized fixation peg holes and lack of press fit between the fixation peg and triathlon cutting block.